Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation in support of this complaint. The photos were evaluated and the customers' indicated failure mode for no additive with the incident lot was observed. Retention samples were selected from bd inventory for evaluation, and the customers' indicated failure mode for no additive was not observed as all 200 samples met specifications. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. The rfid data was also reviewed and two potential errors were identified as possibly resulting in tubes getting through the process with no additive. Confirmed complaint. Bd was able to confirm the customers¿ indicated failure mode because photos were returned in support of this complaint and information on the rfid data review. The root cause was identified as mishandling of a rejected tray of tubes. Corrective actions have been established in an effort to prevent this type of defect reoccurring.

Event description:
It was reported that after blood draw, sample was clotting, hospital then checked and found additional 62 tubes that appeared to have no citrate additive in the bd vacutainer® plus citrate tubes (2.7 ml) with the light blue bd hemogard¿ closures. No serious injury, blood to mucous membrane exposure or medical intervention was reported.